Manufacturer narrative:
MDR 3003442380-2024- 01734 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with three infusions set fell off during use. The patient was unsure of event date but reported as (B)(6) 2024. The blood glucose level was monitored with unknown specific value. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.